Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on her one touch ultra 2 meter. A medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010 and obtained the following information: the patient was comparing meter readings to feelings/normal reading (s). The patient mentioned that her readings have been displaying high readings since (B)(6) 2010. The patient had obtained the following results on (B)(6) 2010 throughout the day on her lfs meter: 304 mg/dl, 302 mg/dl, 315 mg/dl, 337 mg/dl and 327 mg/dl. Due to the elevated readings, she increased her dosage of insulin. She mentioned that she had been feeling sweaty, dizzy, blurred vision and had a headache for the past month ever since she first obtained the high readings; however, she does not recall how soon after taking the insulin she exhibited these symptoms. She claims that she was in a lot of stress since (B)(6) 2010, which may be the cause of the elevated reading. She would self-treat with food; however, when she would re test her blood glucose her readings would still be elevated. The patient did not seek any further medical attention or contact his physician for assistance. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the patient alleged that she developed symptoms suggestive of hypoglycemia after increasing her insulin based on elevated blood glucose readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.